Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cable connector was reseated and connected to the sib cable to resolve the reported issue. No patient information available. (B)(4).

Event description:
The hospital reported a system malfunction causing a loss of mechanical ventilation during a case. There was no report of patient injury.